Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via the manufacturer representative regarding a patient with an implantable neurostimulator (ins) for acute chronic neck pain. It was reported that in 2013 the patient¿s pump needed replacing. Things went wrong and instead of fixing the problem, the patient was exposed to surgery after surgery trying different stimulators, around a dozen operations. The patient was promised if the stimulator did not work they would replace the pump. This happened 3 times.